Event description:
Pt began wearing lenses for daily wear only. A couple weeks later, she experienced a sore, red eye, but continued to wear the lenses over the weekend before seeing optometrist. The optometrist diagnosed a corneal ulcer inferonasally and treatment began. Two days later, at follow-up visit, optometrist found some anterior stromal involvement and referred pt to ophthalmologist who diagnosed microbial keratitis. Treatment continued. It was noted that the pt did water aerobics while wearing the lenses approximately one week prior to diagnosis. At follow-up visit two days later the ulcer was improving. Medication was reduced, pt reported the eye was much better. One week later at follow up visit with ophthalmologist, pt was discharged and instructed to continue with treatment for one week, then to drop to bid for a further three days. Pt followed up with optometrist two weeks later, there was no vision loss, lesion had healed with the residual scar, and there was no punctate staining. Pt was to return to optometrist for review of staining, and was then able to resume lens wear.